Event description:
It was reported that patient was experiencing sharp pain. High impedances were also noted. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.